Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation, and the customer's allegation of no image was confirmed due to a failure of the charge-coupled device. In addition, the following non-reportable malfunctions were found during the device evaluation: the fixing screws of the video plug were missing, causing a loss of watertight integrity without moisture penetration.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that an image was not displayed, and it was pitch black due to a faulty charged coupled device, so the white balance could not be adjusted. As to the cause of the faulty charged coupled device, it is assumed that it was broken because water entered inside the device from the missing part of the video plug fixing screws.   Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during preparation for a diagnostic procedure, the camera head did not display an image. The intended procedure was completed without delay with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been returned for evaluation. If the device is returned, an investigation will be performed and a supplemental report will be filed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the camera head relayed no image. No adverse effects to patient reported.